Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a resolution clip device occurred (patient weight unknown). The clip came of the catheter when the device prematurely deployed. The procedure was completed with another resolution clip device. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.